Manufacturer narrative:
(B)(4). Initial implantation details unavailable at the time of this report. This report is filed on august 03, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced infection at the abutment site, however the issue did not resolve. Subsequently the patient was treated with antibiotics (type and date not reported). The implanted device remains.